Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that remote monitoring was disabled. Technical services (ts) was consulted and recommended device replacement. This pacemaker was subsequently explanted and replaced. This device has not been returned for analysis. Other than the surgical procedure no additional adverse patient effects were reported.